Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12 may 2026, it was reported by a sales representative via email that an ar-1320bcnf-1, sutr anch microbio-comp s-tak 2.4x 6.5mm was reported to have failed during use. This occurred on (B)(6) 2026 during an unknown procedure. It was reported that the anchor remained in the body, but the sutures pulled out there was case involvement.